Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx system was used during a sling placement procedure performed in (B)(6) 2012. During a routine follow up procedure the physician reported she was unable to identify the solyx anchor ¿ the physician could not confirm whether the bullet migrated or was just not visible during cystoscopy. No other information is available despite numerous attempts. Should additional relevant details become available, a supplemental report will be submitted.